Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During initial assessment of a returned homechoice machine, a baxter technician identified a system error 2240 (indicating air) during review of the patient logs of homechoice (hc) serial number. No patient injury or medical intervention was reported.